Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to function within specification. Evaluation observed the device volume to function as designed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.